Event description:
New information on 12/15/16 stated that the lead was explanted and replaced due to oversensing. No further information was available.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 10.7cm to 11.0cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise. The pacer dependent patient was asymptomatic. The patient was brought into clinic for further follow up. Chest x-ray was performed and revealed no anomalies. Isometric testing was done and the noise was not reproducible. The lead was reprogrammed. The patient remained asymptomatic.